Event description:
Abbott is issuing this important field safety notice for the amplatzer¿ torqvue¿ lp (tvlp) and amplatzer¿ torqvue¿ lp catheter (tvlpc) delivery system(s). Abbott is voluntarily recalling certain 4f amplatzer¿ torqvue¿ lp delivery system (tvlp) and 4f amplatzer¿ torqvue¿ lp catheter (tvlpc) devices, which were impacted by a manufacturing anomaly. Leaking catheters were noted during use and an investigation of the returned devices identified a smal l breach in the proximal end of the shaft under the strain relief of the delivery system. The breach was inadvertently imparted from a manufacturing molding tool. Abbott is communicating to bring awareness and share the actions abbott is implementing to resolve this issue.

Manufacturer narrative:
On (B)(6) 2025, abbott is issuing this important field safety notice for the amplatzer¿ torqvue¿ lp (tvlp) and amplatzer¿ torqvue¿ lp catheter (tvlpc) delivery system(s). Abbott is voluntarily recalling certain 4f amplatzer¿ torqvue¿ lp delivery system (tvlp) and 4f amplatzer¿ torqvue¿ lp catheter (tvlpc) devices, which were impacted by a manufacturing anomaly. Leaking catheters were noted during use and an investigation of the returned devices identified a small breach in the proximal end of the shaft under the strain relief of the delivery system. The breach was inadvertently imparted from a manufacturing molding tool. Abbott is communicating to bring awareness and share the actions abbott is implementing to resolve this issue. Exception issue-133573 was initiated on 09-dec-2024 for further investigation of these failure modes. CAPA investigation has confirmed that the breach in tubing was being inadvertently imparted through a molding process due to damaged tooling. See attached list of MDR reports already submitted that are included in the field safety notice.